Event description:
As reported by the edwards field clinical specialist, during a transapical tavr procedure, the 26mm sapien valve was implanted in a 90:10 aortic position, resulting in severe central aortic insufficiency (cai). A second 26mm sapien valve was subsequently implanted in a 60:40 aortic position with one stent cell overlap with the first valve, with a final result of no cai or paravalvular leak. The native aortic annular diameter was 25mm by tee and 22.7mmx26.6mm (area 472mm2) by CT. The native aortic valve was severely calcified. There was no mitral annular calcification (mac) or ventricular septal hypertrophy. The patient¿s ejection fraction (ef) was 55-60%. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. Prior to valve deployment, balloon aortic valvuloplasty (bav) was performed with a 20x3 edwards balloon. Prior to deployment, the sapien valve was positioned 50:50. During deployment, ventilation was held and there was no loss of pacing capture. Per report, the first sapien valve was deployed too aortic due to operator movement of the delivery system during deployment in anticipation of ventricular valve movement. Post procedure the patient was transferred to the recovery room in stable condition.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, regurgitation and device malposition requiring intervention are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, per report, in anticipation of ventricular movement the operator pushed the delivery system aortic during valve deployment, leading to the 90:10 aortic malposition and subsequent cai. Additionally, patient factors, such as a preserved ef and severe native valve calcification are potential contributing to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.